Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 42 mg/dl. The customer was treated for the low blood glucose with a tall glass of milk. The customer was informed that there could be many reasons for low blood glucose. The customer called because they had an issue with their mlink charger. The customer declined trouble shooting and stated that her husband will be home soon to help her. No further information was provided.